Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: impella rp smart assist system with automated impella controller (limb ischemia) section: contraindications (united states) ¿the impella rp flex with smartassist system is contraindicated for use with patients experiencing any of the following conditions: disorders of the pulmonary artery wall that would preclude placement or correct positioning of the impella rp flex with smartassist device; mechanical valves, severe valvular stenosis or valvular regurgitation of the tricuspid or pulmonary valve; mural thrombus of the right atrium or vena cava; anatomic conditions precluding insertion of the pump; presence of a vena cava filter or caval interruption device, unless there is clear access from the internal jugular vein to the right atrium that is large enough to accommodate a 22 fr catheter.¿ impella rp with smartassist system (high purge pressure). Section: using the automated impella controller with the impella rp with smartassist system catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella rp with smartassist system catheter. In this case, the motor is no longer being purged and may eventually stop. Monitor motor current and consider replacing the impella rp with smartassist system catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported a patient in post-op cardiothoracic surgery was implanted with an impella rp device for mechanical circulatory support. While on support, impella rp had ongoing high purge pressure alarm. Guidance was given to assess the system for any kinks or issues with tubing. No issues were found. It was discovered that tissue plasminogen activator (tpa) was previously run through the purge due to a previous high purge pressure. It was discussed to repeat the process again and advised to obtain another bag of tpa. Additionally, it was noted that patient's liver was failing, and patient was put on continuous renal replacement therapy [crrt]. It was also noted that patient's bilateral lower extremity pulses were absent indicating limb ischemia. Survival outcome at explant noted the patient expired. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).